Manufacturer narrative:
Insulin pump received with no esc, act, up and down button response. Was unable to determine root cause due to pump preservation. Was unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to no button responses. Pump received with no battery installed. Pump was received with cracked battery tube threads. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to pump received without battery installed.

Event description:
It was reported that customer passed away in hospice on (B)(6) 2016. Customer had pain and a bone infection. Customer was admitted into the hospital on (B)(6) 2015. Customer's blood glucose at the time of admittance was unknown. Customer's blood glucose at time of death was unknown. Last blood glucose recorded was 230 mg/dl on (B)(6) 2016. Customer's cause of death was a bone infection. Customer also had copd, congestive heart failure. Insulin pump was removed from customer two weeks prior to death by emergency workers. Reason for insulin pump removal was illness. Customer was not wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Insulin pump would be returned for analysis.